Event description:
A malfunction alarm occurred with the customer's pump, identified by malfunction code 16. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support arranged for the replacement of the pump and provided instructions for returning the faulty unit. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.